Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent explant and balloon withdrawal resistance occurred. A double wire technique was performed. The first non-bsc guide wire was placed in the diagonal 1 (d1) and the second non-bsc guide wire in the left anterior descending (lad) artery. The d1 was predilated with a 2.0mm bsc cutting balloon. A third non-bsc guide wire was positioned in the lad. The physician then positioned the 2.25 x 12mm taxus liberte drug eluting stent delivery system in the ostium of d1, over the first non-bsc guide wire. The third non-bsc guide wire was then withdrawn until the radiopaque tip was situated at the opening of d1 in the lad as the landmark of the ostium, in order to help in positing the proximal end of this stent sitting right at the ostium of d1 to lad. The taxus liberte stent was then deployed. The third non-bsc guide wire was advanced into the diagonal 2 (d2). The physician attempted to use the stent delivery system (sds) to predilate the d2, but resistance was encountered during advancement. The physician then withdrew the stent delivery system with force. When removing all 3 non-bsc guide wires, resistance was also encountered. After the non-bsc guide wires were out, the physician noted the previously deployed stent was lodged on the third non-bsc guide wire. The procedure was not completed due to this event. The physician suspected that when the third non-bsc guide wire was being advanced further along the lad by passing the d1 junction downward to d2, it was accidentally advanced through the struts of the proximal end of the deployed stent at d1 and the deployed stent was trapped by the non-bsc guide wire during wire withdrawal. Patient status reported as "stable".

Manufacturer narrative:
Visual and microscopic examination noted that the stent was completely stretched and damaged throughout. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. Only the distal section of the delivery system was returned for evaluation and therefore a sub-assembly paperwork review could not be carried out. The most probable root cause is caused by other device.